Event description:
Caller reported experiencing multiple alarms, specifically alarm 2 followed by alarm 26, indicating occlusion events occurred earlier in the day. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery, and technical support planned to complete a pump system check.